Event description:
I tried using 3 different cassettes from the fastep covid-19 antigen home test. Lot number is i2212113. Expiration date is 12-12-2024. I ordered these from amazon, and have used this brand before. I obtained my nasal swab as usual and mixed with the test medium. I put the instructed 3 drops into the specimen window, as per instructions. After 15+ minutes the liquid had failed to disperse across the take, so I had no result. The control t line also was not reached. Therefore, I got no result. I have used this brand before, but this lot yielded no result at all. I was testing myself for covid. I am a fully-licensed physician, board-certified in internal medicine and 2 other specialties. Reference reports: mw5151909, mw5151910.